Manufacturer narrative:
The reported events were unable to implant and material break. As received, a complete lead was returned in one piece. The reported event of a material break was not confirmed. Visual inspection of the lead found no anomalies. The tines were complete and intact. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was unable to descend to the atrial appendage resulting in an inability for the lead tip hook fixation. Lead damage was reported. The ra lead was removed and a single chamber pacemaker was implanted with a right ventricular lead. The patient was in stable condition throughout.